Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying the apply sample message after the blood sample was applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began (B)(6) 2012 in the morning. The patient reported using non adjusting insulin (type and dose unknown) to manage her diabetes. The patient reported that she made no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported immediately after the alleged issue occurred, she felt "sweaty, weak and shaky." The patient reported she did not receive any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca noted the patient was using the correct test strips, and the correct testing steps. The cca confirmed the test strip completely drew in the sample and the alleged issue was not resolved with a retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient reported she was unable to test her blood glucose do to the alleged issue, delaying treatment, and therefore developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.